Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and an orange color tint embedded in the spike port/cap/cover of the sample was noted. Also noted was a lighter orange tint of the spike port tubing that extended into the port weld and top of the spike port fluid pathway. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an orange stain was observed at the port of an exactamix 250 ml eva tpn bag. This was noted before use. There was no patient involvement. No additional information is available.